Event description:
I used to use the dexcom g6 as a bg sensor, but now use the g7. In short, the g7 has been rife with technological and user-experience issues. Many times, when I insert the senor, it gives me an error message stating that "there are too many sensors nearby", even though I move from the top floor of my home into the basement to insert the sensor. Additionally, on several occasions, the g7 sensor has told me that my blood glucose readings have been off by 100 or more points (in mg/dl). Lastly, and something I do not appreciate at all, is that dexcom claims the sensor only takes 30 minutes to warm up; however, in reality, it takes 12 hours or more for the sensor to truly calibrate, with sometimes two to three finger tests, if not more. I truly cannot fathom how a product like this was cleared by the FDA, let alone how it was deemed safe and accurate for patients attempting to manage their type 1 diabetes well.